Manufacturer narrative:
Date of event and UDI number are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the maintenance checkup, the gso engineer noticed the connector was tightened with the torque of 4.5n or smaller. No injury or clinical affects was reported.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted there was no abnormality in the appearance of the main body. Functional testing was checked for looseness of the patient outlet connector confirming the complaint. A root cause was because the load in the loosening direction is applied when the patient circuit is attached or detached attributed to the design. A device history record (DHR) review was not performed as there was no indication of a manufacturing defect during the investigation. Actions taken: tighten the patient circuit connector with a force of 4.5 nano meters (nm) and functional tests and performance tests were conducted. Device passed all functional and delivery tests.